Event description:
It was reported the pt had fallen and landed on her ipg site. Afterwards, the ipg was non-functional. The pt's scs system was explanted.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.